Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that the user removed their ilet bionic pancreas, replaced the dexcom g7 continuous glucose monitor (cgm) sensor, and paired it with the dexcom app but failed to properly pair it with the ilet; the user subsequently paired the sensor with the ilet successfully. No clinical signs, symptoms, or conditions were reported. Outcomes included no reported impact to health or need for medical intervention. User support included troubleshooting of pairing status, verification of sensor type, confirmation of correct pairing code entry, and guidance on expected connection time. Investigation of this case revealed that the device was attempting to connect to a previously removed sensor and that updating the pairing code resolved the connection behavior, consistent with an incorrect or outdated pairing configuration within the cgm communication process. It was concluded, based on previously established findings for similar reports, that user setup error and device communication logic were the most probable contributors.